Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that before an unknown procedure, when the package was opened, it was found that the reducer seal had been detached off. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.